Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can led to systemic embolization, serious injury, or death.". In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported the patient was on impella 5.5 support and while on support there were small amounts of air bubbles noted in the left ventricle. Staff preemptively changed purge cassette and bag and reimaged after extubating. Support continued. Furthermore, there were suction events. An echocardiogram was performed and the physician reported the position was acceptable. One unit of packed red blood cells were given to the patient and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B5 updated with additional information received from the clinical site. H6 revised to reflect the additional information received from the clinical site. G1 reporting contact email revised on manufacturer device report 1220648-2024-21037 in accordance with updated procedures. G2 report source; study was missing from manufacturer device report 1220648-2024-21037.

Event description:
Additionally, an impact study found that the patient had ventricular tachycardia (vt) with a possible relationship to the impella device. The vt was resolved with amiodarone drip.

Manufacturer narrative:
The investigation for the embolism and low pump flow has been completed. Clinical details report that small air bubbles were seen in the left ventricle. It was troubleshot by changing the purge bag and cassette. Due to product not being returned and limited clinical details, the root cause of the embolism could not be determined. Data logs were reviewed, and it was confirmed that pump flows were below specification or unstable throughout the majority of support. Additionally, 129 suction alarms triggered throughout the case. Product was not returned for investigation. Based on clinical details and data log review, the root cause of the low pump flows was determined to most likely be patient condition.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The reported placement signal not reliable (psnr) alarm was confirmed. Regarding the 5s parameters, signal-to-noise ratio (snr) was below 500 for the entirety of the case, contrast was variable, and light and gain were within specification. There were many suction alarms in this case, however, the previous and next pumps used on the same console also show the snr to be consistently below specification without other contributing factors to noise. Therefore, the suction is not the cause of the psnr alarms. Upon review of data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5. Updated to include optical signal issue description. H6. Updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-21037. D.10. Concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that there were placement signal not reliable alarms. Audio was disabled and support continued.